Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of sinus issues, dry mouth, nasal or throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of sinus issues, dry mouth, nasal or throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found an unknown dust contaminant on the inside of the blower box, where the filter is placed. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dark contaminant on the top enclosure, an unknown dust contaminant on the pca, blower box, blower cap and the front panel. Keratin-like substance was observed on the blower box outlet. The manufacturer also found dark contaminant on the front panel, dust contaminant on the bottom enclosure, on the o-ring of the rear panel, on the rear panel, the blower, blower seal, on the blower isolators, and in the blower box, evidence of liquid ingress on the blower and the blower box. The device's downloaded event log was reviewed by the manufacturer and found the following error codes e-53, e-191, e-130, e-200. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer also confirmed multiple unknown contaminant and liquid ingress in the device. Section d9, g3, h6 has been updated / corrected.